Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a max pressure of 12 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is 15 atm. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the 2.5x12mm sized 1st diagonal coronary artery caused by an unspecified guide wire. After pre-dilating the target area with an unspecified 2.5x12mm balloon, a larger 2.8x16mm rx graftmaster covered stent system size was selected as it was the closest size to the reference vessel; this graftmaster was advanced, but the stent was reportedly too large for the smaller vessel and was unable to completely cross the perforation. There was no discrepancy between graftmaster labeled size and actual stent size. The stent was deployed at 12 atmospheres (atm), partially covering the perforation. While the graftmaster stent did not exacerbate the perforation, it did not completely seal the perforation area that it covered. As the patient was hemodynamically stable, no further attempts were made to seal this uncovered portion and the patient was treated via medical management with medication. There were no adverse patient sequelae. No additional information was provided.